Manufacturer narrative:
This occurred during an unknown date in 2016. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there is a crack in the tubing of a clearlink system non-dehp buretrol set. The set was being primed with an unknown drug. It was stated that the crack was found when hooking the set up to the pump. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and pressure testing were performed and passed successfully with no issues relating to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.